Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the or supply line of the homechoice cassette and the supply bag that led to this alarm. Renal therapy services (rts) advised the patient to end therapy and discussed the use of manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home, 1900 n highway 201, mountain home ar 72653, united states. Vantive healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.